Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the lead was unable to be connected to the device due to an inability to tighten a stripped set screw. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received normal above eri. Analysis found the wrench was not being correctly inserted into the setscrew inset. The septum was punched-out by the wrench leaving a hole in the septum off-center and at an angle. The wrench must be inserted vertically through the center of the septum in order for it to fully insert and engage the setscrew to tighten it. The incorrect wrench insertion caused the wrench to strip the setscrew inset. The problem in the field was related to the user¿s use of the wrench. The reported complaint of inability to tighten a stripped set screw was confirmed.